Event description:
Customer reported the device would not power up during a training session, no pt involvement. Svr rep duplicated reported condition. Device was repaired and proper operation was confirmed.